Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, head, lot # unk, item # unk, shell, lot # unk, item # unk, liner, lot # unk.

Event description:
It was reported that approximately 1 month post implantation, patient had fell and sustained a spiral mid-shaft fracture below the implant, which did not extend to the prosthesis. Subsequently, patient underwent an open reduction with inertial fixation due to the femoral fracture. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of operative notes confirm that the patient underwent orif of the l femur. 3-4 weeks post l tha, patient fell and sustained spiral mid shfat femur fracture below hip implant. Orif performed on l femur, repaired with screw and plate. No complications. Review of x-rays demonstrated l hip arthroplasy components are anatomically aligned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.